Manufacturer narrative:
Product ID: 7435, serial# (B)(4), implanted: (B)(6) 2002, product type: programmer. Patient product ID: 7495lz51, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. Product ID: 3550-09, lot# la6911, implanted: (B)(6) 2002, product type: accessory. Product ID: 3587a, lot# la5915, implanted: (B)(6) 2002, product type: lead. (B)(4).

Event description:
It was reported the patient¿s implantable neurostimulator (ins) worked great until it ¿died¿ in 2004, two years after it was implanted. It was stated when the patient went to have their ins replaced they got a staph infection. It was noted the ins was removed due to the staph infection and the infection had to be ¿sucked out of the body.¿ reportedly, the ins was never reimplanted and the patient wanted to get off oral medication and get a new ins implanted.